Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that insulin pump is having problems with battery. The insulin pump alarmed failed battery a couple of nights ago. Customer woke up in the morning with battery test failed. Customer inserted a new battery and the battery failed again. The blood glucose reading was 600 mg/dl. Customer treated the high with insulin pump. Customer stated that the insulin pump worked fine all day and then the alarm occurred again. The insulin pump alarmed during normal use. The current blood reading is 263 mg/dl. Nothing further reported.